Event description:
Device 2 of 3. Reference MFR reports: 1627487-2012-08745, 0847. It was reported that the pt experienced recurring infections. Some parts of the extension were left inside the pt's body after the elective removal of the extension on (B)(6) 2012. Few days after the procedure the pt began to develop symptoms of an infection. Culture results indicated (B)(6). The pt was treated with oral antibiotics. The remaining parts of the extension were removed on (B)(6) 2012 and discarded. The pt is currently doing well.

Manufacturer narrative:
Eval method: - the device history and sterilization records were reviewed. Results: - the device history and sterilization records reviewed were found to meet specs and no anomalies related to this event were found. Conclusion: - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.